Event description:
24 gauge insyte catheter successfully placed in 2005 in the right metacarpus. Catheter secured with fixomull. During follow-up 24 hours after insertion the nurse noted that the pt had infiltration and removed the catheter. The pt's parents noticed the catheter was smaller when removed. Echocardiogram performed and the catheter fragment was found in the tricuspid valve. Pt referred to cardiology hospital were the fragment was found to have moved to the pulmonary arterial tree. The physicians decided to leave the catheter in place and not attempt retrieval. The pt is in stable condition.